Event description:
It was reported that the patient also experienced an enlarged pulmonary artery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. Additionally, a direct relationship between the device and the reported hypotension, heparin induced thrombocytopenia (hit) and factor v leiden, increased heart failure symptoms, and enlarged pulmonary artery could not be conclusively determined through this evaluation. The controller event log file contained data from 20jul2021 to 29jul2021. There were no notable alarms and the log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 22dec2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that possible clip on the outflow graft. On (B)(6) 2021 the patient had a computed tomography angiography (cta) that showed 75 % thrombus at the pump outflow graft site and 35% thrombus along the aortic anastomosis site. The patient was being evaluated for orthotopic heart transplantation (oht) versus a pump exchange for treatment. It was reported that the patient was admitted with low mean arterial pressure (map) and a concern for compromised hemodynamics. Patient has known outflow graft thrombus. The patient was started on dobutamine in the emergency department, and admitted for further workup. A review of the log files by technical services found that there were no unusual events recorded in the log file event history and the mechanical circulatory support (mcs) equipment was operating as intended. Upon admission, the patient was hypotension and had increased heart failure symptoms. The patient underwent stent placement (angioplasty) of the outflow graft by cardiac interventional radiology on (B)(6) 2021. The patient was doing well post stent placement with some improvement in heart failure symptoms. The plan was to increase inr goal to 2.5-3.5 and monitor for increased heart failure symptoms. It was reported that patient had a history of coagulation abnormality. The patient had a history of heparin-induced thrombocytopenia (hit) and factor v leiden. Anticoagulation was help in (B)(6) 2021 for breast biopsy but otherwise the patient's inr trends were therapeutic. There were no changes to pump parameters that may have contributed to the event. An echocardiogram and right heart catherization after the procedure confirmed the vad was functioning.